Event description:
It was reported to tyco/kendall healthcare on 11/21/2005 that a customer had a problem with the kendall single lumen PICC catheter. The customer states "the single lumen PICC leaked below the stabilizing wing."